Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the recipient experienced a traumatic incident affecting the implant magnet, resulting in poor magnet retention. Consequently, the device was explanted on (B)(6) 2026.